Event description:
Technical services received a call on 11/22/2011. Caller stated noise on this ra lead. Caller doesn't know if this is new. Patient had a couple of episodes with pacing inhibition and oversensing, which caused mode switch. Sensitivity was set to 0.5mv and p-waves were 1.5mv. Caller changed sensitivity to 0.75mv. Did isometrics and saw a little bit of itchy noise, very small. Was sensed before sensitivity changed a couple of times and now have no oversensing with. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).